Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was being performed on an 80% stenotic, concentric, de novo lesion in the non-calcified right coronary artery. After crossing the lesion with a non-bsc guidewire, the lesion was pre dilated with a non-compliant balloon at 12 atmospheres. A 2.75 x 20mm promus element stent was then deployed. A post dilatation with a quantum apex balloon was performed. During fluoroscopy, after post dilatation of the stent, a type b dissection was noted at the distal portion of the stent. A 2.50 x 16mm promus element stent was used to cover the dissection. The procedure was successfully completed and the patient was reported to be stable. The physician considered the dissection related to the stent.